Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the catheter broke off into the patient's arm. When the catheter was inserted everything was fine but when they went to remove the catheter there was like tension when pulling it out. Part of the catheter was missing. Patient was fine when she left the spa. Patient had gone to the ER to have an ultrasound done. Ultrasound didn't find anything, so the hospital released her. Patient is scheduled to have a CT scan. Patient went back to the emergency room for chest pain. Patient is a female born in 1983 (40 yrs old).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.